Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported that during ventricular assist device (vad) implantation, the sewing ring screw broke into two pieces when tightened using the sewing ring wrench. The sewing ring was returned to the manufacturer for analysis but the sewing ring wrench was discarded. There was no reported patient injury as a result of this event. Review of the manufacturing records did not reveal any nonconformance or deviation which could have attributed to the reported event details. Furthermore, evaluation of the sewing ring screw was able to conclude the most probable root cause of the reported 'damage' event can be attributed to user error as the device was most like incorrectly prepared for use or modified. Heartware has an open internal investigation to evaluate these types of issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. All vad patients face risks including, but not limited to perioperative bleeding as outlined in the instructions for use (IFU). The IFU outlines the surgical procedure for attaching the sewing ring to the myocardium. It outlines to position the sewing ring to permit access to its screw after cannulation and ensure that the pump housing is flush with the sewing ring housing. It outlines to tighten sewing ring's screw around the pump inflow conduit using the wrench to tighten the screw until an audible "click" is heard and after tightening the sewing ring's screw verify no blood or air leakage around the sewing ring. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from italy that during ventricular assist device (vad) implantation, the sewing ring screw broke into two pieces when tightened using the sewing ring wrench. This event occurred after the sewing ring had been affixed to the myocardium and the pump inflow cannula had already been inserted into the ventricle. It was stated that the screw broke in the middle, where the diameter of the screw body changes. One portion of the screw remained engaged in the sewing ring threads and the other portion of the screw "fell into the myocardium". The screw half was retrieved from the myocardium and discarded by a nurse. A new pump implant kit was opened to replace the sewing ring screw. There were no procedural delays as a result of this event. The sewing ring screw was returned to the manufacturer for analysis but the sewing ring wrench was discarded. There was no reported patient injury as a result of this event.